Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, sion blue; guide cath: launcher. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 1.5 x 15 mm mini trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad) with moderate tortuosity, heavy calcification and 99% stenosis. A non-abbott guide wire was delivered to the target lesion and another non-abbott guide wire was advanced to the 1st diagonal (d1) for side branch protection. The 3.25 x 15 mm trek rx balloon catheter was advanced to the lesion and pressurized; but the balloon did not inflate. Therefore, the balloon catheter was removed from the anatomy and the balloon was found to be ruptured. A new 3.0 mm trek rx balloon was used for dilatation. Then, a stent was implanted, covering the ostium of the d1. The guide wire placed in d1 was removed and re-advanced through the stent struts of the deployed stent into d1. Then, a 1.5 x 15 mm mini trek balloon catheter was advanced to d1 through the stent struts of the deployed stent. The 1.5 x 15 mm mini-trek balloon was pressurized, but the balloon did not inflate and was found to be ruptured. Then, d1 was further dilated with an unspecified 2.0 mm balloon catheter. No adverse patient effects were reported. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.